Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-84111 is a concomitant. Please refer to manufacturer report number 2016493-2025-84329, which captured the correct suspect device per investigation report.

Event description:
It was reported there was an over infusion of nafcillin. The infusion started at 1810 ended at 0228 of which the entire bag delivered. While on site, bd representative was able to visually inspect devices involved in the event and found surface contaminant on the male iui connector of the pcu involved in the event. The suspect pump module was also inspected, and no issues were observed. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of nafcillin. The infusion started at 1810 ended at 0228 of which the entire bag delivered. While on site, bd representative was able to visually inspect devices involved in the event and found surface contaminant on the male iui connector of the pcu involved in the event. The suspect pump module was also inspected, and no issues were observed. There was patient involvement, however outcome is unknown.